Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringe leaking because of a crack.

Manufacturer narrative:
Investigation: one zip lock sample bag was received. The bag contained 3 packaged 10ml syringes, confirmed to be from batch #8092845 (p/n (B)(4)) and one loose 10ml syringe with needle attached. Due to the loose syringe having been used and contaminated the samples were visually evaluated through the bag only. The loose syringe was observed to have a small crack near the bottom of the barrel. The 3 packaged syringes were not observed to have any defects. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the cracked barrel defect is associated with the assembly process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe luer-lok¿ tip there was an issue with syringe leaking because of a crack.